Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, e1(initial reporter) g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the drive value assembly and kit 5000 hr prevent maint it. The unit passed all functional and safety checks as per factory's specifications.

Event description:
It was reported by customer that the cs300 intra aortic balloon pump (iabp) had alarmed due to low negative pressure. The incident occurred before the start of treatment. The customer discovered this issue during the pre use inspection. No patient was involved.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had alarmed due to low negative pressure during use. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1 event site name :(B)(6) general hospital, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.